Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility reported a colleague infusion pump with failure to alarm air in line. According to the facility, this event occurred during biomedical testing. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). This device is a remediated colleague pump with a user interface module software version of 6.13.90. A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump. Evaluation summary: the reported condition of a colleague infusion pump which failed to alarm for air in line was not confirmed nor duplicated during product evaluation. Accuracy tests were performed and found the pump to be performing within specifications. Therefore, no assignable cause could be provided for the reported condition and no repair was necessary. As a precaution, the air in line printed circuit board was replaced. Should additional information be received, a follow-up medwatch will be submitted.